Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6)) revealed rtm was chewed by animal as well as controller goes blank when rtm is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller was not working and the issue began last night. Patient stated they had the controller charged yesterday and they wanted to use the controller to charge the implanted neurostimulator but the controller just died when they plugged the recharger into the controller. Patient confirmed controller does not power on and denied getting any error messages/codes. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent walked patient through resetting controller; controller showed battery empty recharge implant. Controller showed 60% and implant empty. Agent instructed patient to start a charge session; implant recharging with excellent quality. The issue was not resolved. An email was sent to the repair department to replace the recharger.